Event description:
Removal of flex revive stem and wires and replacement with cement spacer due to distal humeral (likely) infection and prosthetic loosening. The patient has ra and a bone density deficiency. The revive stem was used to stabilize the displaced distal humerus and cables used to secure the bone. There was evidence of loosening of the the distal humerus only and no evidence on xr of any shoulder joint issue.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Infections are often caused by a multitude of factors such as comorbidity of the patient, the trauma, the surgical intervention, and the aftercare. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : the device was retained by the hospital.

Event description:
Removal of flex revive stem and wires and replacement with cement spacer due to distal humeral (likely) infection and prosthetic loosening. The patient has ra and a bone density deficiency. The revive stem was used to stabilize the displaced distal humerus and cables used to secure the bone. There was evidence of loosening of the distal humerus only and no evidence on xr of any shoulder joint issue.